Event description:
The sensor/delivery system was inserted through the tortuous right iliac. The delivery system met resistance. After the system would not advance any further, it was removed. The tip of the delivery system was detached and remained on the guidewire. The vessel was cut down further up the iliac and the tip was retrieved. Another attempt to insert a sensor/delivery system was unsuccessful. No sensor was placed. The patient was discharged without any further issue.